Manufacturer narrative:
The devices associated with this report were not returned. The investigation could not draw any conclusions about the reported event: however reviewing of the provided x-rays by (B)(4) concluded the possibility of a loose tibial tray as well as the implants did not appear to be well balanced. It was confirmed that the reported size 3 tray was not recommended with the reported large rp insert: although the reported large femoral was confirmed to be compatible with the large rp insert. No evidence was found suggesting product error was a contributing factor. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Replaced for pain and loosening.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.